Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2025-10884. Related manufacturer reference number: 2017865-2025-10886. It was reported that the patient experiences redness, swollen and the pouch burst. The pacemaker was explanted due to infection, erosion and wound dehiscence. The right atrial (ra) lead and right ventricular (rv) lead explanted due to infection. The infection was not related to the product and the procedure. The pacemaker system was replaced on the later date on (B)(6) 2025. The patient was stable throughout.